Manufacturer narrative:
Catalog number - unknown. Lot number - potential lot numbers: 0000082220, 0000012145, 0000035554. Expiration date - unknown due to unknown catalog number & lot number. UDI - unknown due to unknown catalog number & lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown catalog number & lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical received a letter from abbott in regard to an adverse event. The description states: "the report comes from dr. (B)(6) from (B)(6) concerning the 11 fr sheath involved. The procedure was a cardiomems implant. It was reported on (B)(6) 2022 that the patient had died. The cause of death was a hemothorax. The patient was implanted with cardiomems on (B)(6) 2022. The physician stated he believed the cause of the hemothorax was an access issue that occurred during the right heart catheterization portion of the cardiomems implant procedure, prior to insertion of the cardiomems device. During access the abbott steelcore guidewire had become caught inside of the terumo sheath. The physician stated that patient anatomy also contributed to this access issue." Additional information was received on 17 nov 2022: the patient came in for a cardiomems insertion. The access site was right internal juglar (ij). The initial sheath used was a 5 french followed by 6 french followed by 11 french. The blood loss was minimal. It was unknown if there is a direct allegation against the terumo sheath.

Manufacturer narrative:
A4: weight: 133.8 kgs. D4: expiration date: 01mar2024, 01mar2023, 01jan2023. H4: device manufacture date: 21sep2021, 16sep2020, 26jan2021. This report is being submitted as follow up no. 1 to provide the completed investigation results, update section a4, provide a correction to section d4 and add additional information to section h10. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for procedural complication. The exact cause of the hemothorax is unknown and it is unlikely that mobility of the abbott guidewire through the sheath can cause it. Hemothorax cannot be associated with the use of the terumo sheath since it is short sheath and cannot reach the pleural cavity. The likely cause of the hemothorax is pleural effusion from one of the concomitant devices used for the cardiomems installation. DHR review could not be conducted since the lot number could not be confirmed. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.